Event description:
Complainant alleged that during incoming inspection the device's output time of the sync rwave was incorrect. Complainant indicated that there was no patient involvement in the reported malfunction.